Event description:
It was reported that there was foreign material inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foreign material inside the sterile packaging.

Manufacturer narrative:
Alleged failure: it was noticed by the staff so it was not opened. There were small black flakes inside the sterile package. Salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be manufacturing. A non-conformance report was created ((B)(4)) for the "product" and will be sent to the vendor for further analysis. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.